Event description:
It was reported that the customer had a motor error alarm at the start of a bolus on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer got consecutive motor errors on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advise to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.